Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On 11/03/2016 medical records received. The patient alleged revision of left hip was due to elevated ion levels. Medical records show the patient had a right pinnacle hip arthroplasty as well. The right hip is being added to this complaint because it can not be excluded as cause of alleged elevated metal ion levels. No actual metal ion level values were provided at the time of this review nor any allegation pertaining to the right hip.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.